Manufacturer narrative:
Further information requested, not received.

Event description:
Additional information indicates the surgical intervention was taken on (B)(6) 2023 where the ipg was replaced to address the issue.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices.

Manufacturer narrative:
The date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.